Manufacturer narrative:
Despite several attempts, the device was not returned to physio-control for further evaluation. The distributor/third-party service agent evaluated the device but could not reproduce the reported issue. The distributor did not provide any additional information. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The distributor/third-party service agent evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the distributor evaluated a customer's device which reportedly locked up during patient monitoring. The device had been connected to the patient; it was then turned on, but as the device started to print it would not respond to any button being pressed. A second emergency crew arrived and monitored the patient's ECG. The customer nor distributor provided any information on the patient or the patient outcome.